Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion in the ostium of the right coronary artery (rca). Negative prep was performed with no issues. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the stent was damaged/crumpled while attempting to reposition guide in the ostial rca. The guide catheter was disengaged, and it was felt that the guide got under a stent strut. The stent got deformed while pulling the stent delivery system (sds) back to the ostium. The guide catheter, sds and stent were removed. The patient is alive with no injury.

Manufacturer narrative:
Additional information: a medtronic guide catheter was used during the procedure. Both the onyx frontier and medtronic guide catheter were inspected before use with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted while advancing the onyx frontier to the lesion due to some calcium. Excessive force was not used. The medtronic guide catheter was disengaged, and it was felt that the guide got under a stent strut as the stent delivery system (sds) was being pulled back to the ostium. It is believed that this is what caused the stent to deform. There was no issues noted with medtronic guide catheter. Lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a launcher guide catheter was used. Product analysis: the device was returned for analysis. The luer had been cut off prior to device return and did not return for analysis alongside the device. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Severe bunching and deformation evident to proximal stent struts with struts bunched distally and raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.